Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during a cardiomems procedure the sensor was implanted; however, during removal of the .018 steelcore guide wire the sensor began to move proximally. The non-abbott catheter was refloated with the unspecified balloon and was able to successfully bump the sensor off. The sensor settled slightly past the initial target location. The following day the patient had difficulty obtaining a reading from their electronics device. The minimum signal was adjusted, but did not result in successful completion of readings with the patient electronics system. Readings were quickly obtained suing the hospital system and it was confirmed the sensor waveform was dampened. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the cardiomems catheter encountered difficulty during removal over the wire. Factors that may contribute to difficulty removing a cardiomems catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3 - device returning status updated from asku to no.